Event description:
A malfunction alarm was reported, identified as malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. The customer experienced multiple occurrences of this malfunction and was therefore sent a replacement pump by technical support. They were instructed on how to switch the pump to storage mode and return it using a pre-paid label. Additionally, the customer was informed about the training available for the updated replacement pump. Customer reverted to an alternate method of insulin therapy.